Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the /liberty select cycler/liberty cycler set and the patient¿s fungal peritonitis event (characterized by abdominal pain). Peritonitis is a well-documented complication in patients undergoing pd therapy and fungal peritonitis can account for 3-6% (or higher) of all peritonitis episodes. (Us national library of medicine, 2009) based on the available information, the cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on pd therapy previously had peritonitis in (B)(6) 2022. There were no reported issues with any fresenius products that caused or contributed to the reported event. Additional follow-up was performed with the patient¿s pd nurse who stated on (B)(6) 2022 the patient had fungal peritonitis, characterized by abdominal pain. Pd culture results are treatment details were not provided as the nurse stated there was limited chart information for this event. However, the nurse indicated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient recovered from the peritonitis event. Since, the patient has resumed pd treatments via placement of a new pd catheter (not a fresenius product). The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the pd culture was updated to no mold growth after the culture incubation period. Therefore, the nurse stated the cause of the peritonitis was inconclusive/unknown.